Event description:
It was reported that percutaneous peripheral intervention (ppi) was performed for a heavily calcified chronic total occlusion (cto) in the posterior tibial artery (pta). With an asahi corsair armet microcatheter as a support, an asahi gladius guide wire and an asahi halberd guide wire both failed to cross the cto lesion. When an asahi astato xs 40 guide wire was used instead and advanced with torsion, the wire tip was detached and left in the heavily calcified lesion. Having considered the anatomical conditions, the physician decided to complete the procedure, leaving the fragment in situ without additional treatment. It was informed that there were no adverse patient effects associated with the guide wire fragment left in situ.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported astato xs 40 guide wire was returned for investigation. Microscopic observation found that the outer coil of the returned astato xs 40 guide wire was fractured at approximately 1mm distal to the mid solder (set at 15mm from the wire tip to fix the outer coil onto the core wire). The core wire was found fractured at approximately 13mm distal to the mid solder. Observation by scanning electron microscope (sem) of the outer coil fracture end found necking, indicating that the outer coil fracture was attributed to torsion and tension generated most likely when the outer coil was pulled and straightened. Sem observation of the core wire fracture end found a relatively flat fracture surface, concentric traces of fracture, and traces of torsion on the wire shaft, indicating that torsional stress had contributed to the core wire fracture. Measurement of the returned astato xs 40 guide wire suggested that the outer coil was stretched and fractured at approximately 14.9mm from the wire tip and the core wire was fractured at approximately 2mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress exceeding the product design limit might have been locally applied to the distal segment of the subject astato xs 40 guide wire due to torqueing manipulation while the guide wire tip was caught by and its movement was restricted by the calcium. Consequently, the core wire was fractured. As tension was applied during withdrawal, the outer coil was stretched and fractured. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] - separation of the guide wire.